Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Investigation summary - it was reported that the needles were clogged. To aid in the investigation, four samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One sample expelled the solution with a normal flow. Three samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Furthermore, a device history record review was completed for provided lot number 2153548. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd safetyglide¿ needle the needles were blocked. There was no report of patient impact. The following information was provided by the initial reporter: needles seem to be blocked and we are unable to prime the needle for vaccine/medication administration.